Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the tip of the product overheated and melted the tip sleeve. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported event, for overheating of the tip of the device, was not confirmed as the device was not returned for evaluation. It was reported in this case; "it appeared as though the surgeon was apply to much pressure to the tip and the nose cone and tip were rubbing against each other, causing the cone to melt." However, without the tip to evaluate, these details cannot be confirmed. H3 other text : device discarded by customer.

Event description:
It was reported that during a surgical procedure, the tip of the product overheated and melted the tip sleeve. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.